Event description:
Pt was implanted with charite artificial disc in july at l5-s1. Pt later complained of some pain and surgeon discovered that the pt's spondy had created an instability at that level resulting in anterior migration of the sliding core. Dr plans to fuse the pt posterior after reduction and realignment of the endplates. As surgical intervention occurred an MDR is being filed to document this event.